Manufacturer narrative:
Other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. The pump (B)(4) was returned for analysis. Upon interrogation it was determined that the pump had been used to deliver morphine (50 mg/ml at 23.989 mg/day) and bupivacaine (0.7 mg/ml at 0.33585 mg/day). Analysis of the pump found gear train anomalies of corrosion, wear, or lubrication and a stall due to shaft bearing.

Event description:
The pump was returned and underwent routine analysis. See manufacturer&#38112;report 3007566237-2016-00570 for the catheter complaint.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.